Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer states their blood glucose level was 406 mg/dl. The customer tried to bolus but received no delivery alarm. Troubleshoot was conducted and the device passed testing. The customer tried to bolus and received no delivery alarm. The set was noted to be bent. The customer was advised replacement sets would be sent out.